Event description:
Attorney reported: in 2006 -- the patient underwent an incisional hernia repair with implant of a ventralex mesh patch. On approx two months later -- the patient was seen by her physician. Upon examination, the physician noted that the mesh had probably migrated. On ten days later -- the patient underwent excision of the mesh and primary repair of a ventral hernia. On two days later -- the patient was admitted to the hospital with abdominal distention and pain. She was diagnosed with a small bowel obstruction and dehydration. On nine days later -- the patient was discharged from the hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.